Manufacturer narrative:
Philips service replaced the flexspot pc, reinstalled software, verified the system, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that suite pc failed to boot due to flexspot pc communication issue on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.